Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during general vascular surgery planned procedure. The procedure was completed after tech brought in portable c-arm. The philips field service engineer (fse) checked the system onsite and confirmed that the system was constantly rebooting. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that the mpd control unit had failed. To resolve the issue, the fse replaced the pdu controller unit (on/off board). The defective parts were returned for analysis, for mpd control unit, malfunction was confirmed, and the failure was found to be burn or heat spots. After replacement the device returned to good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that during a planned procedure, the system was constantly rebooting. The procedure was completed by using portable c-arm. The device was in clinical use at the time of event. No harm was reported to philips. Philips has started an investigation of this complaint.